Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a laparoscopic colon procedure, at the beginning of the procedure when trying to use it, the active branch broke and came off the device . The surgeon had to take the piece from abdominal cavity during the procedure. They spent too much time but they got it. After this, they had to use ligasure. Account tried with other 3 devices in the field, they made a high-pitched noise and they did not work, even when the changed the cable and the console. The 5th and last machine, was tried out of the operation room and the blade broke. This 5th machine it is the one which we are returning for analysis. (B)(6). The blade broken fell down in the visual field. The surgeon recoup it with a grasp clip. There was not any complication for the patient. Procedure was extended 15 minutes.